Event description:
Customer reported receiving inaccurate high readings with meter. Customer tested blood glucose and received a reading of 373 mg/dl then began to feel weak and was unable to stand. Customer was rushed to hospital. A lab comparison results of 20 mg/dl was obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Further treatment was not described by the customer. Testing was completed on the fingers.